Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma and inflammation /irritation.

Event description:
Patient reported left side capsular contracture, baker grade unknown and "problems from the beginning on. Breasts got harder and harder, at regular intervals the breasts swell up and become really hot" and "doctor had to pump wound fluid out of my chest" three weeks after implant surgery. Device remains implanted.